Event description:
It was reported that the patient stated there was something wrong with the screen on the patient programmer. The patient stated they went to use the programmer today to turn therapy on and the screen was not working. The patient had a return of shaking due to ins being turned off and can't turn stim back on due to patient programmer issues. The patient reported a "black line and 7" on the left hand part of the screen and then reported like 2 black dots in the upper right screen. None of these screens were familiar or sound normal. Ts had patient power on/off the programmer, reset the programmer which didn't resolve the issue and tried with and without the antenna to communicate with implant. The patient stated they used the patient programmer last night with no issues. Sent repair an email for replacement programmer. Additional information was received from the patient that they received a replacement patient programmer, but it was having a similar issue as the previous patient programmer. As a result, the patient still was unable to turn therapy on, and they were shaking so bad they could hardly walk. The patient reported that they initially saw a patient programmer screen that had 2 little squares in the left hand corner, and then the patient programmer would not power on. Agent had the patient remove the aaa batteries and reinsert them, but the patient programmer still would not power on. The patient confirmed they were using appropriate batteries, but the aaa batteries were not brand-new. Agent advised the patient to try a pair of brand-new batteries to see if it would resolve the issue. The patient stated that they will need to go out and purchase the batteries, and will call back if the issue persists.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(4), ubd: 14-aug-2013, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that within 4 days they got a new device and the shaking resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.